Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After following these steps, the caller successfully loaded a new cartridge onto the pump and resumed insulin delivery.